Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 52 mg/dl. Customer was treated with food for their low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of incident. Customer was neither in emergency room nor admitted into hospital. The pump will not be returned for analysis.